Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2021-00042. Device 2 is being reported under MDR-2247858-2021-00043.

Event description:
The patient had very calcified iliac arteries. We had to balloon and put in viabahns to try to get the treo main body to advance to the renals. After deploying the ipsilateral limb I noticed that the ro marker on the ipsilateral gate was turned sideways. It was horizontal instead of vertical. There was no patient sequele and the aneurysm was successfully treated. Patient outcome - "treated successfully".

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-(B)(4).device 2 is being reported under MDR-2247858-2021-00043.

Event description:
The patient had very calcified iliac arteries. We had to balloon and put in viabahns to try to get the treo main body to advance to the renals. After deploying the ipsilateral limb I noticed that the ro marker on the ipsilateral gate was turned sideways. It was horizontal instead of vertical. There was no patient sequele and the aneurysm was successfully treated. Patient outcome - "treated successfully"